Event description:
A dental assistant was putting material into the operatory. When she lifted one of the caps out of the box, the cap came apart. She lifted the cap to look inside and the eugenol popped out of the cap and into her eye. She went to the employee health dept. And they started an i.v. In her eyelid to flush the material as it was burning her eye. She went back to the dr 3/31/97 for a follow-up visit. He stated she only had minor irritation which would go away in a few days. The assistant stated that her eye is fine today and her vision is fine. There was no permanent injury.